Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported during the procedure the bifurcated that was implanted had a 3b endoleak so physician implanted an additional bifurcated and an infrarenal to secure and correct the leak. In addition, the control cord was very difficult to pull. No patient injury was reported.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. Because the delivery system was not returned for analysis and the stent remains in the patient, the reported control cord deployment difficulty could not be confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review provided no information related to the cause of the type iiib endoleak or any insight into the control cord deployment problem that was reported.